Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned deaeration motor. The deaeration motor was noticed during machine calibration where a burning smell was also noted. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The deaeration motor was the original fresenius part on the machine. The machine has approximately 7,052 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. There was no damage observed on any other components associated with the burned deaeration motor. The biomed replaced the deaeration pump motor, which resolved the issue. The biomed reported that the machine has been returned to service with no issues and without reoccurrence of the reported issue. The deaeration motor was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the deaeration motor was available to be returned, to date no parts have been returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.